Event description:
An empty cartridge alarm was reported by the customer, indicating that the pump detected an empty cartridge. There was no adverse impact to the customer's blood glucose level. The customer was educated about the alarm occurrence and acknowledged the explanation. Although the insulin gauge displayed an incorrect amount, showing 0 units instead of the expected fill estimate, the customer completed the loading process and reloaded the cartridge, which allowed them to resume insulin. The customer also noted that they were using cold insulin and decided to use room temperature insulin moving forward.